Manufacturer narrative:
The cause of the reported issue is determined to be software coding.

Event description:
The customer contacted stryker to report a non-critical hazard with their device. During evaluation stryker observed that the customer's device had logged an event code in the memory which is related to a potential issue of the device deliver energy. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and observed that the customer's device had logged an event code in the memory which is related to a potential issue of the device deliver energy. After clearing the codes, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical hazard with their device. During evaluation stryker observed that the customer's device had logged an event code in the memory which is related to a potential issue of the device deliver energy. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.